Event description:
During an in-clinic follow-up, a drop in estimated battery longevity was observed on the device. The device was reprogrammed and the battery longevity estimate increased. Abbott technical support was noted a diagnostic anomaly occurred which resulted in an incorrect battery longevity estimate. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of displayed high current drain was confirmed. Based on the provided information, the inappropriate presented high current was due to an inappropriate handling of the high output event calculation.